Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose reading was 40 mg/dl, and he was in a car accident. Initially, the customer called to ask a general question on the insulin pump and to verify that the device was functioning properly. The customer was concerned that the car accident may have caused the insulin pump not to function properly, and it gave boluses without him knowing. Troubleshooting was performed. The customer stated that the device alarmed no delivery at time the low blood glucose occurred. The programming on the insulin pump was correct and the daily totals were matching. No further info was provided.